Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was never able to be placed as the helix extended during delivery without the ability to retract. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. It was noted that visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix distorted. Therefore, the helix cannot be retracted.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.